Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had experienced past high blood glucose (bg) levels while at work. The customer did not provide further information regarding these past events.